Event description:
It was reported that a malfunction alarm. There was no reported adverse impact to the customer¿s blood glucose level. The customer had already reset the pump themselves before receiving instructions from technical support and planned to call back if the issue continued.